Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024 it was reported by the patient that four infusions set fell off within 5 hours of use. Event occurred on (B)(6) 2024 and (B)(6) 2024. He replaced infusion set and resumed insulin successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(6) - MDR 3003442380-2024-05026- device 3 of 4.